Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient¿s first catheter broke. It was pinching between his rib and his pump. The catheter was replaced and the pump was moved toward his belly button on (B)(6) 2012. The reporter was not sure of ¿date information.¿ the device system was used to deliver fentanyl.